Event description:
It was reported that the pump experienced alarms "no disposable. Pump won't run"; device beeps when attached to the set. Out of box failure. No patient injury.

Event description:
It was reported that the pump experienced alarms "no disposable. Pump won't run"; device beeps when attached to the set. Out of box failure. No patient injury.

Manufacturer narrative:
Additional information received by ICU medical on 09-mar-2022 via email attached in complaint object: the events occurred during preventive maintenance in our facility. There was no patient involved.

Manufacturer narrative:
The device was returned. Overall, the device was in good physical condition, but the screen was scratched. The pump was powered up, and the device started double beeping a "no disposable" alarm. It was recommended to replace the downstream sensor. Unable to test the back-up capacitor, due to a downstream sensor issue.